Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, high impedance was noted on the right atrial lead. During the revision procedure, the right atrial lead set screw was noted to be loose. The set screw was tightened and the high impedance was resolved. The patient is participant in the adapt-response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.